Event description:
MFR # 2916596-2023-00022. It was reported that the patient's partner had dressed the patient's driveline with tegaderm and tape before showering. After the shower, the patient was unable to get the dressing off the patient's driveline. The patient's partner used scissors to remove the dressing and accidentally cut the patient's driveline. Emergency medical services arrived and prior to transport, both external batteries were removed but were eventually added back. Emergency medical services confirmed that the pump symbol was off and that the driveline severance was below the modular cable connection. Upon arrival at the hospital the patient was hemodynamically stable with complaints of shortness of breath and dizziness and it was confirmed that the pump was off. The cut modular cable was removed and replaced on the same system controller; however, the pump did not start as the original system controller's wires were severed and the system controller short out resulting in comm a and comm b faults. After a minute the new modular cable was connected to another system controller and the pump was restarted. The patient was stable and there were no residual side effects of the pump off event. Log files noted that the device operated as expected after the pump had restarted. Additional log files sent 26dec2 022 showed that the previous system controller had internal faults, low flow alarms, lvad off with zero flow, pump power and speed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: system controller (serial #(B)(6)) was returned for an evaluation regarding the modular cable being severed. The device was connected to laboratory equipment and a yellow wrench/controller fault alarm was active relating to opened/damaged fuses. The fuses were replaced, and functional testing was performed, which the device functioned as intended thereafter. No functional issue was identified with the system controller that could be correlated to the opened/damaged fuses. The log file retrieved from the system controller captured controller internal fault alarms associated with com a/b fault and power a/b broken on (B)(6). These alarms are associated with communication and power wires within the driveline/modular cable. The pump speed value was captured at zero rpm ten seconds later indicating power was severed to the lvad. The system did not recover thereafter. The data is consistent with the returned condition of the modular cable being severed, which would have resulted in the damaged fuses. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 4, ¿living with the heartmate 3¿, it was outlined to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. Under section 6, it was outlined to check the driveline daily for signs of damage, such as cuts, holes, or tears. Counsel patients to inform you immediately if they find signs of driveline damage. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.